Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead presumable came out of the patient's heart and wrapped around the implanted device within. The event was reported to have caused the patient to speak with an impediment. The rv lead was sending signals to the patient's muscles and vocal cords. A surgical procedure was performed to reattach the lead back to the heart. This lead remains in service. No additional adverse patient effects were reported.